Event description:
Hip resurfacing arthroplasty (B)(6) 2008, by dr. (B)(6) in (B)(6). Implant marketed by biomet, the shell is a magnum 50/44, the femoral resurfacing head is a recap uncemented. (B)(6) months after hip surgery, I developed rashes provoked by sweating. This problem has progressed and is very bothersome. I received an evaluation in 2009 from a dermatologist and had a biopsy of one of the lesions that showed, according to dr. (B)(6), "lymphocytic infiltrates particularly about capillaries, this is similar the histopathology we see in the tissues around failed metal-metal hips in pts with sensitivity to chrome/cobalt metallosis." On (B)(6) 2009, I had a lymphocyte proliferation assay done at dr. (B)(6)'s lab at (B)(6), at my own expense, to find the reason for the horrible rash. The test showed severe reactivity to nickel and mild reactivity to chromium. It is now well known that nickel and cobalt are cross sensitive, as both dr. (B)(6) and dr. (B)(6) have stated. I had blood metal levels done (B)(6) 2011 and was found to have a blood cobalt of 1.1 mcg/l and a chromium of 2.4 mcg/l, the tests were done at (B)(6), but the cobalt test never went to the (B)(6) lab, and it was kept from me for 6 weeks. I have done a repeat test (B)(6) 2012 and results are pending -results coming from a hospital in (B)(6). These will likely show an increase given the new vertigo/tinnitus and worsening rash symptoms. Hypersensitivity to cobalt/chrome does not depend on the level of metals in the blood. Any amount above normal will affect an allergic individual, leading to tissue, bone and other systemic damage. Two specialists and published researchers in the field of hip arthroplasty, dr. (B)(6) and dr. (B)(6), have recommended a revision surgery within the next 6 months based on the hypersensitivity reactions and mechanical issues. The implant is only 4 years old. (B)(6) 2012, revision to delta ceramic and cross-linked poly total hip. My insurance will not cover this early revision and I cannot afford this.